Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported false air in line alarms which were not reproduced. Review of the event history log confirms the reported symptom. The upstream sensor/pusher is a known contributor. The failed upstream sensor and pusher were replaced.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient involvement.